Manufacturer narrative:
(B)(4). Analysis of neurostimulator model 37711 (B)(4) showed that the device was at end-of-service (eos) condition due to having 3 overdischarges. There was no telemetry or output seen and the device could not be synchronized with a patient programmer. Extra discharge counts beyond 3 (5) were seen because of multiple physician mode recharge (pmr) procedure attempts. The device battery discharged rapidly due to the damage caused by the multiple overdischarges. A normal recharge was started manually after 1 pmr, however, the recharge did not last long because the battery was discharging rapidly. The device battery could not be charged sufficiently to bring it out of the lock mode. Once a recharge attempt was finished the battery voltage would again drop below the overdischarge level. The device was cut open to check the hybrid circuit current drain to determine if the battery or hybrid was causing the rapid discharge. No visual or electrical anomalies were found with the hybrid circuit when tested with a good substitute battery. The hybrid current drain measured across resistor 41 was 25 ua with the output off and amplitude 0 volts. The hybrid current drain measured across resistor r1 was 140 ua with amp=5v, rate=30hz, pw=210us, e0 (-), e1 (+) and a 510 ohm load. With a good substitute battery, there was good stable output at the settings as received and on every electrode pair referenced to the #0 electrode. The initial review and trace report were obtained after substituting in a known good battery.

Event description:
It was reported that the patient's neurostimulator was replaced due to normal battery depletion. The patient outcome was noted as recovered without sequelae. On (B)(6) 2009, a new extension was implanted. The patient outcome from this procedure was not reported.